Event description:
It was reported by a healthcare provider that intera refill kit was leaking. Intera requested that the kit be returned for evaluation, but the healthcare provider reported that it was discarded.

Manufacturer narrative:
The device history record for this lot was reviewed. There was one nonconformance related to excessive adhesive around the female luer component. Of the tubing set. Per the nonconformance disposition, the lot was 100% sorted and units with excess adhesive were scrapped. The nonconformance is not expected to induce or affect the failure mode described in the complaint. As part of the investigation, evaluation of additional kits in retain are in process but not yet completed. When the investigation is completed, a supplemental will be filed. Blank fields in the MDR represent unknown information at the time of the MDR report.